Event description:
Reference number (B)(4). Event country the united states. It was reported that the patient experienced the blockage in the infusion set tubing on (B)(6) 2026. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.